Event description:
Per email received march 17, 2014, customer reports: during an unknown procedure on a medium build male patient, the product had wear/fatigue. There was no patient impact, injury or adverse events reported. Surgery was completed without surgical delay.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to (B)(4) for evaluation. Once greatbatch medical receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted.